Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked if the cause of the zapping was determined. They responded no, it was not. They also had pitching vaginally. They called the doctor's office and the nurse said to leave the setting because they needed to get used to it. The patient noted they got conflicting information, they were told by the manufacturer to decrease it and by the doctor's office to increase it and get used to it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Caller reported they were getting zapped. Caller stated the manufacturer representative told them to leave the setting where it was for 2 weeks and they didn't know what to do. It was reviewed that they shouldn't be feeling uncomfortable stimulation and asked the caller if they would like to turn therapy off. They sated if they turned it off, they would pee their pants. It was also reviewed that they may turn stimulation down, the patient did not know what to do. Caller stated the zapping was related to positional movements. They reported they were not getting zapped all the time, just when they did certain movements 'or whatever'. The patient was walked through adjusting stimulation from program 1 at 1.2v to program 1 at 1.0v. The caller was then asked if the stimulation was comfortable and they stated they didn't know. Caller reported they wouldn't know until they moved a certain way. Patient was going to monitor symptoms now that change was made and follow-up with their healthcare provider if it didn't resolve. The patient also reported they had rsd and since the device was implanted their right leg had felt heavy, like cement. No further complications were reported or anticipated.